Event description:
It was reported patient has pain in left hip and leg length discrepancy.

Manufacturer narrative:
An event regarding leg length discrepancy involving a primary secur-fit plus max stem was reported. The event was confirmed. Device evaluation not performed as the product was not returned for inspection. All devices accepted into final stock conformed to specification. There have been no similar previous reported events. The exact cause of the event could not be determined because insufficient patient information was provided for review.

Event description:
It was reported patient has pain in left hip and leg length discrepancy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.